Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and prime/ compromised force sensor test. There was no prime anomaly noted. The functioned properly. Intermittent button response noted during testing due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 123 mg/dl. The customer states they are unable to exit the "preparing to prime" loop. The customer states the insulin pump was exposed to water. The customer states they did not receive a second series of beeps, nor did the numbers appear on the screen. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.